Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple cartridge alarms occurred (cartridge alarm 30 and 31) consecutively during the load process. Upon loading a new cartridge a third cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer's blood glucose was 140 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.